Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for an episode detected in the ventricular tachycardia (vt) zone that was suspected to be atrial tachycardia (at). Following the inappropriate atp therapy, the patient's rhythm accelerated into ventricular fibrillation (vf) requiring shock therapy. The ICD settings were reprogrammed including extension of the vt zone and number of intervals to detect (nid). The lead noise discrimination function was programmed off. And the wavelet polarity was reprogrammed to a higher match rate. The implantable cardioverter defibrillator (ICD) remains in use. The patient will continue to be monitored. No further patient complications have been reported as a result of this event.